Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument broke at the distal tip after being struck with the mallet two times.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against product code 242102000 finds additional reports of tip breakage. Previous investigations included evaluation by the depuy warsaw material research department. Their evaluations found the fractures were caused by ductile overload. Fracture due to overload indicated that single force was applied exceeding the ultimate strength of the material. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.